Event description:
It was reported that the angio-seal device was deployed post pta procedure. The blood pressure dropped to 30/systolic and the pulse dropped to 30. Fluids were infused rapidly and femostop was applied. It was also noted that the hemoglobin level was 9.9. A cat scan was performed and a retropertioneal bleed was confirmed. There were no consequences to the patient and the user indicated that this incident was not caused by the device.